Event description:
It was reported the patient is experiencing pain in back and ribs when stimulation is on or off. X-rays revealed leads have not migrated. The physician will see the patient in a few weeks to reassess.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.